Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The cgm reading was 85 mg/dl on (B)(6)2024 but she experienced seizure on the same day (B)(6)2024. The bg reading was 40 mg/dl. The patient did not call for any medical intervention and just took an anti-seizure medication which was prescribed by her doctor in the past. She took 2 tablets of levetiracetam around 9 am when the event occurred. At the time of the report the patient was recovered and feeling well. There was no documentation about any treatment for hypoglycemia. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid on (B)(6)2024. The data investigation found a difference in values that falls within the c zone of the parkes error grid on (B)(6)2024. No additional patient or event information is available.